Event description:
During prep the hub disconnected from the catheter. The catheter was removed and replaced. Manufacturer response for coronary imaging catheter, 5fr opticross 60 mhz hd coronary imaging catheter bagless (per site reporter).